Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from 06/24/2019 to 10/23/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board.

Event description:
It was reported that the device won't turn on. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device won't turn on. There was no patient involvement.